Manufacturer narrative:
Concomitant medical products: 4076-52, lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient experienced a systemic infection. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.